Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the pt's right leg and hip hurts when he walks for more than ten mins. He also states that he has pain whenever he attempts any weight bearing activities and has to take tylenol immediately afterwards. The pain began approx five months ago and has increased in severity over time. The pt saw his surgeon last week. He has undergone blood test for chromium and cobalt levels, taken x-rays and an MRI. His dr stated that the MRI showed inflammation in the implant area and a pseudo-tumor. The surgeon advises that he have a revision surgery as soon as possible.